Manufacturer narrative:
(B)(4). As the cassette was not returned a device analysis cannot be completed. A review of the batch record documents was performed on the associated lot number with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the home patient confirmed that after every check lines and bags alarm, only the cassette was changed. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) changed only the cassette in attempt to clear the alarm. The event occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.